Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged localized impingement pain could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of trauma and orthopaedics, royal cornwall hospital, truro, UK ¿. The title of this report is ¿arthroscopic subtalar arthrodesis through the sinus tarsi portal approach: a series of 77 cases ¿, published on april 23, 2017, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.fas.2017.04.006. This report includes an analysis of the clinical data that was collected on 74 patients, and the cases in this study range from april 2004 to february 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 7 patients experienced localized impingement pain, which required screw removal. The report states, ¿seven patients (9.1%) underwent screw removal for localized impingement pain (screw tip pain around the dorsal talus or anterior ankle in four patients; screw head at the heel in three) at a mean of 12.7 months (range 4¿28) postoperatively. Removal of metalwork resulted in a resolution of symptoms in all cases ¿.

Manufacturer narrative:
Correction: please disregard MFR # 0008031020-2022-00135. Upon further review, it was discovered that this report is a duplicate of MFR report: 0008031020-2020-01929 and 0008031020-2020-01930.

Event description:
The manufacturer became aware of a literature published by the ¿department of trauma and orthopaedics, royal cornwall hospital, truro, UK ¿. The title of this report is ¿arthroscopic subtalar arthrodesis through the sinus tarsi portal approach: a series of 77 cases ¿, published on april 23, 2017, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.fas.2017.04.006. This report includes an analysis of the clinical data that was collected on 74 patients, and the cases in this study range from april 2004 to february 2014. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 7 patients experienced localized impingement pain, which required screw removal. The report states, ¿seven patients (9.1%) underwent screw removal for localized impingement pain (screw tip pain around the dorsal talus or anterior ankle in four patients; screw head at the heel in three) at a mean of 12.7 months (range 4¿28) postoperatively. Removal of metalwork resulted in a resolution of symptoms in all cases ¿.